Event description:
Device malfunction: difficulty removing catheter, shaft separation. Time of malfunction: during the procedure. Symptoms/ae: surgical intervention, death. It was reported that during an interventional, crossover procedure in the left popliteal artery, dilatation was successfully performed with a fox sv balloon. The fox sv balloon was inflated four times, once in each of four points in the same lesion. The fox sv was difficult to remove, and at the femoral bifurcation, the device became stuck on a spartacore hi-torque 0.014 guide wire. While pulling the wire and catheter together into the sheath, the distal end of the catheter, with the balloon, separated and remained in the body. Attempts to snare the detached portion of the catheter were not successful. The detached portion of the catheter was removed during a four hour surgical procedure. The patient subsequently died within four days of the procedure as a result of organ failure, due to pancreatitis. Though requested, no additional information was provided.

Manufacturer narrative:
The device has not been received. Investigation is not complete.